Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor reported horizontal fracture of uniscrews. Screws were completely removed

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4).